Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. Quality control (qc) samples were being processed on the analyzer and incomplete test results (non-numeric results) were obtained for all parameters. The customer performed an instrument shutdown process and retested the qc samples, without resolution. The customer then identified a leak of bloody fluid below the needle cartridge assembly and a few milliliters of bloody fluid on the counter. The customer could not identify the source of the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On 12/22/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a tiny plug in the restrictor tubing from manifold, mf7 to pinch valve, pv70. He removed it to resolve the issue. Mf7 and pv70 distribute vacuum used for the needle bellows drain, secondary aspiration movement, needle vent chamber (vc4) drain. (B)(4).